Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr was unable to calibrate the turbine pressure differential transducer, and replaced the main board in order to repair the device to manufacturer specifications. The suspect main board was returned to carefusion's failure analysis laboratory for further evaluation. Failure analysis determined that the pressure transducer failed due to its output voltage being out of specifications. This failure has been identified to be related to the transducer supplier's manufacturing process and is currently being internally investigated.

Event description:
The customer reported that their vela ventilator produced a lower than expected tidal volume, around 10 cc, while still passing the leak test. The customer reported that there was no patient involvement.